Event description:
It was reported that the patient experienced discomfort around the implantable pulse generator (ipg) area after the initial implant. The pain was manageable, and there was improvement in her lower back pain with the therapy. However, the patient reportedly had chiropractic manipulation in her hips and sacroiliac (si) joint post-reactiv8 implant for hip pain not associated with the reactiv8 system, in which her lower back pain started worsening. The patient requested an explant and alleged that she had persistent pain and muscle spasms across her lower back pain. The device was explanted with no report of patient harm or injury. All devices were removed. Further information was received stating that the device was working as intended and that the patient reported still having muscle spasms even after the device was removed.

Manufacturer narrative:
Mml# (B)(4) other device explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). Udis: (B)(4). The device was received and evaluated. The ipg passed the standard functional testing and operated within the manufacturing specification. Visual inspection found no nonconformances relevant to the alleged pain experienced by the patient. No functional testing can be performed on the returned leads. They were received cut into two segments.

Event description:
It was reported that the patient experienced discomfort around the implantable pulse generator (ipg) area after the initial implant. The pain was manageable, and there was improvement in her lower back pain with the therapy. The patient also reportedly had chiropractic manipulation in her hips and sacroiliac (si) joint post-reactiv8 implant for hip pain not associated with the reactiv8 system, in which her lower back pain started worsening. The patient requested an explant and alleged that she had persistent pain and muscle spasms across her lower back pain. The device was explanted with no report of patient harm or injury. All devices were removed. Further information was received stating that the device was working as intended and that the patient reported still having muscle spasms even after the device was removed.

Manufacturer narrative:
Mml# c-01486. Other device explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). Udis: (B)(4).